Event description:
It was reported that during a procedure on (B)(6)2015 to treat a perforation in the right coronary artery (rca), a 3.5x26 mm rx graftmaster stent system and a 3.5x16 mm rx graftmaster stent system were not able to cross the lesion in the rca due to previously implanted non-abbott stents implanted in the native rca. The perforation was located midway between two non-abbott stents. Echocardiogram was performed post non-abbott stent implantation and the patient was taken to the intensive care unit later urgently to the operating room (saphenous vein graft [svg] to rca) due to liter of blood in the pericardium. Pericardiocentesis was performed and coronary artery bypass graft was successfully performed in the svg to rca. The patient was in good condition and discharged on (B)(6)2015. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.5x26 mm rx graftmaster device referenced, is filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.